Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a screw broke during the procedure. The surgeon was placing a cortical screw to attach the plate to the bone. The surgeon manipulated the proximal femur plate to accommodate the screws' position and after making more cortical fixation with cannulated screws and three screws, the surgeon sees that the first screw is broken. The surgeon removed the screw head but there is a screw fragment in reducing bone fracture so the surgeon decided not to remove it. There was no reported harm to the patient and no delay in the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device broke while being inserted; device was not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.